Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2017 with the following findings: the complaint regarding absence of occlusion alarms could not be verified in the pump history or black box and could not be duplicated during investigation. The pump was returned with occlusion sensitivity level set to "high". The pump was forced into an occlusion during investigation by block tubing during a bolus delivery; the pump alarmed with screen notification and vibratory alert. The force sensor was found to be operating within specifications. The pump history verified the pump delivered 6 boluses on the date of the ER treatment and all boluses delivered the full programmed amounts. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, it was reported that the patient received treatment from emergency medical services in the hospital with blood glucose readings of 600 plus mg/dl with numbness in fingers and toes, headache, chest pains, nausea and dka. The patient was treated with insulin and IV fluids. From the patient's medical records, it was determined that the patient acknowledged additional stress and not adhering to a strict diabetic diet recently. The patient remained on the pump throughout the incident, and was discharged in stable condition on the insulin pump. When the infusion set was removed in the hospital, it was discovered that the cannula was bent. The reporter claimed that the pump did not provide an occlusion alarm to alert the patient that the cannula was bent. The occlusion alarm was set to low sensitivity. This complaint is being reported because the patient experienced a hyperglycemic event and the pump could not be ruled out as a contributor to the incident.